Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device would not stay closed on tissue. They were never able to fire the device due to the jaws not staying closed. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Damaged release button. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? Na. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Na. Were any unexpected noises heard? If so, when? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? Na. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one device was received for analysis with the clamping mechanism damaged as the device would not close. The device was received with an unfired reload present. Due to the condition of the device, no functional test was performed. The device was disassembled to verify the integrity of the internal components and the release button was damaged as the clamp release was noted to be worn. It appears that the device was forced open when the knife was not on the home position. The batch record was reviewed and no anomalies were noted during the manufacturing process.